Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) measurements measuring 160 ohms prior to device replacement back in (B)(6) 2026. The patient recently had a follow-up and now sli measurements measure 130 ohms. Technical services (ts) was consulted and confirmed there were no episodes of noise or any events. Ts provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.